Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited over sensing, causing false mode switches. The lead was capped and replaced during routine device change out.